Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture are lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, lymphadenopathy. Device evaluation:visual analysis of the photographs identified: red encapsulation in the device. Red particle in shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause.

Event description:
Patient representative reported left side "capsular contracture baker grade iii". Healthcare professional reported "lymph nodes swelling in the underarms area" and "cranial implant malposition¿. Device has been explanted.